Event description:
Paradoxical adipose hyperpla; I received coolsculpting in buttocks, inner and outer thighs and lower abdomen. Within 3 months after my final treatment I had developed shark bites and loss of laxity in skin as well as the stick of butter. I reached out to 2 renowned plastic surgeons in (B)(6) whom both diagnosed me with pah. I took the written diagnosis from both to the original provider whom also formally diagnosed me with pah. The original provider promised to care for me and take corrective measures. He even stated he would pay for a mommy makeover to make things right. Since that time, he has ghosted me saying allergan did not agree with the diagnosis. I have had to have several corrective procedures spending in upwards of $(B)(6) and I still require additional work as the pah returns. The damage done to my body by the coolsculpting procedure has left me with severe depression and body dysmorphia. I have become part of a growing group of victims as providers attempt to cover up the numerous cases occurring each and every day based on the lies that this is a rare condition. I urge you to take this matter seriously and protect not only those of us currently victimized but those that will under go coolsculpting with inaccurate side effects data. I am part of the class action lawsuit against allergan. FDA safety report ID # (B)(4).